Event description:
A customer contacted beckman coulter inc. (Bec) customer product line support (cpls) to request confirmation testing on some hepatitis b surface antigen (hbsag) patient sample results the customer had generated as part of a method validation study. The study was performed on bec unicel dxi 800 access immunoassay system and on an alternate method (abbott architect instrument). The customer sent in samples that did not "match" across the two platforms. Cpls performed hbsag testing on the patient samples they received from the customer and the results generated in the cpls lab matched the customer results for all but one of the patient sample sent in. Cpls testing determined that one patient sample used in the method validation study did not reproduce accurate results when tested in the cpls lab. This patient sample produced (B)(6) results on the customer's dxi 800 instrument and (B)(6) results on the customer's alternate methodology. Cpls testing of the patient sample, after re-centrifugation, produced (B)(6) results. It was stated in the cf that none of the patient results generated for the method validation study were reported out of the lab. The study was performed for the sole purpose of determining which method the customer lab would use to test hbsag patient samples going forward.

Manufacturer narrative:
Sample collection device and centrifugation information has not been supplied to date. Qc is performing within the customer's established limits. System check data and service information have not been supplied to date. The cpls investigation and the cf indicated there was no instrument or reagent issue. A definitive root cause for this event could not be determined with the information provided.